Event description:
Ventilator put together and placed on pt, with settings noted on pt's chart. Arterial blood gases drawn, ventilator adjustments made. Arterial blood gases drawn, ventilator adjustments made. Pt's oxygen saturation continued to drop. An oxygen analyzer was obtained. The machine was found not to be delivering the desired fraction of inspired oxygen. The pt was taken off that ventilator and placed on another ventilator that was working properly. The pt was bagged during the switch. The analyzer was calibrated at 21% - 100% for accuracy.